Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone in the left side lymph nodes and a left side rupture.

Event description:
Patient reported patient silicone in the left side lymph nodes and a left side rupture confirmed by ultrasound. The status of the device is unknown.